Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed image noise. Image disappearance at angulation an error code check. The device evaluation found insertion tube inspection buckles, coating peel-off. Scope cover unit is deformed. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to shortcut of charged coupled device cable, the image disappears during angulation in up/down direction. Connecting tube has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis lucera elite bronchovideoscope had no image issues when the device was angulated. The issue was found during preparation for use for a diagnostic tracheoscopy. The procedure was completed without delay using the same set of equipment. The patient was not sedated when issue occurred. There were no reports of patient harm.

Event description:
Additional information received that the issue was found during preparation for use in therapeutic lung lavage in newborns.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image issues was unknown disconnection / short-circuit of the image sensor cable. Additionally, handling had contributed to peeling of the coating on the insertion section. The event can be detected/prevented by following the instructions for use which state: ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocessing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ olympus will continue to monitor field performance for this device.